Event description:
Patient with two peripheral ivs, both ante-cubital with 0.9 normal saline at 1000 cc/hr. Patient commented "my IV is leaking." Found IV extension tubing had been pulled apart above the access port. Tubing clamped and extension tubing was replaced. Someone commented that the same thing happened the previous evening on the same patient.